Event description:
Baxter received a medwatch in which a customer reported that sedation was to be administered intravenously when the rubber septum of the injection site pushed through when attempting to insert medication (4 separate instances). The reported condition occurred during patient use. No further information was provided. This is report 2 of 4.

Event description:
Reporter alleged obtaining a result of 110 mg/dl on the aviva system compared back to back with a result of 207 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated that he used an insulin flex pen after getting the 207 mg/dl result and also his normal 1000 mg of metformin and 30 mg of actos. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system. Reference medwatch report with (B)(4) for the suspect device used in the aviva system.